Event description:
Patient implant on (B)(6) 2010 of a bifurcated device, two 34mm aortic extensions, and a 20mm limb extension. Post operative follow ups revealed a distal type I endoleak. On (B)(6) 2011 the patient was treated with a 20mm limb extension which corrected the endoleak.

Manufacturer narrative:
It is unknown if the patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.